Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 pl/wg cannula broke off and was used after expiration. The following information was provided by the initial reporter: "consumer reported found needles break at the tip in his thigh injections from this box. Used tweezers to remove. No medical attention received."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/19/2020. H.6. Investigation: customer returned (6) 1cc, 8mm, 31g walgreens syringes in an open poly bag from lot # 4349704. Customer states that the needle break at the tip. All returned syringes were examined and no broken cannula was observed. Also, this product was manufactured in february 2015 and has a shelf life of 5 years, indicating that this product expired in february 2020. A review of the device history record was completed for batch# 4349704. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to complaint. This product was made in 2015, therefore it would be expired. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that syringe 1.0ml 31ga 8mm 10bag 500 pl/wg cannula broke off and was used after expiration. The following information was provided by the initial reporter: "consumer reported found needles break at the tip in his thigh injections from this box. Used tweezers to remove. No medical attention received. "